Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer loaded cold insulin into the cartridge, and used fiasp insulin. Tandem technical support educated the customer on cartridge/insulin labeling. Customer¿s blood glucose was 465 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.